Event description:
The facility administrator at a user facility reported a blood leak that occurred with a combiset at the beginning of the patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The blood leak was visually observed at the heparin line. There was no damage or defect noted on the combiset. The patient¿s estimated blood loss (ebl) was approximately 1 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. Treatment completed successfully on the same machine with new bloodlines. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual inspection could be observed a channel in the assembly of heparin line to red ¿t¿ connector. During the functional test a leak was found from the heparin line to the red ¿t¿ connector. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator at a user facility reported a blood leak that occurred with a combiset at the beginning of the patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The blood leak was visually observed at the heparin line. There was no damage or defect noted on the combiset. The patient¿s estimated blood loss (ebl) was approximately 1 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. Treatment completed successfully on the same machine with new bloodlines. The complaint device is available to be returned to the manufacturer for physical evaluation.

Event description:
The facility administrator at a user facility reported a blood leak that occurred with a combiset at the beginning of the patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. The blood leak was visually observed at the heparin line. There was no damage or defect noted on the combiset. The patient¿s estimated blood loss (ebl) was approximately 1 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. Treatment completed successfully on the same machine with new bloodlines. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.